Event description:
A customer reported that the cic (central station) "stalled out with a blue screen." (The customer attempted to reboot the system, but the cic came up with a blank red screen. A loss of monitoring occurred for approx 3 to 5 telemetry pts. The customer reportedly relied on nursing surveillance of the patients during the downtime of the equipment. No death or injury was reported. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.